Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) epicardial anterior (epi-ant) lead exhibited high thresholds, unstable thresholds, I intermittent loss of capture observed on holter monitor, with failure to capture on stored episodes, a rise in threshold on trends, a low bipolar lead impedance warning, noise observed on episodes, short v-v intervals and a polarity switch. It was also noted that far field over-sensing was observed on the right atrial (ra) lead. The rv epi-ant lead was explanted and replaced. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.